Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, due to wear of lock engagement lever, up/down knob could not be locked securely, up/down knob scratched, elevator channel plug t-nut loose, due to pinhole on channel tube, water tightness lost, due to pinching on bending section rubber, water tightness lost, due to clogging of nozzle, water supply volume did not meet the standard value, acoustic lens is damaged. Nozzle deformed, bending section rubber worn, connecting tube wrinkled, and due to wear of angle wire, bending angle in up direction did not meet the standard value. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera ii ultrasound gastrovideoscope was leaking at the distal end. Upon inspection and testing of the customer returned device, gap was found in the adhesive on the distal end and stain could enter inside the lens through the gap. In additional, the scope acoustic lens surface was damaged, and gap appeared on the acoustic lens surface. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the investigation, the cause of the damaged lens and the gap in the adhesive likely occurred due to stress and/or handling the device. However, the specific root cause could not be determined at this time. The following information is stated in the instructions for use (IFU): "inspection of the endoscope. Inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device.